Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. One day after the event onset, the patient was hospitalized and was treated with vancomycin injection (1g, intravenous, for 7 days) and meropenum (1g, intravenous, for 7 days) for peritonitis. Eight days after the event onset, the patient was recovered from the event, pd catheter was removed and the patient was switched to hemodialysis twice a week. Ten days after the event onset, the patient was discharged from being hospitalized and it was confirmed that the patient was stable. No additional information is available.